Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The manufacturer¿s field service engineer (fse) replaced the defective (gds) gas delivery system to address the reported problem. The unit successfully passed the required performance verification test. The gds was return for analysis. An investigation was performed and the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during annual preventative maintenance (pm) device failed air delivery/flow accuracy when flow is set to 10 standard liters per minute (slpm) the ventilator flow was 178 slpm. There was no patient involvement.